Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connections of the up/down flex print are interrupted.

Event description:
Reporter stated the down button on the infusion device does not operate. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).